Manufacturer narrative:
(B)(4): visual and optical inspection confirms the tip is not broken. Dimensional inspection of relevant dimensions confirms conformance to print specification. The tip has been worn, with the approximately 3mm of the tip plastically deformed, consistent with torsional overload. Material hardness also confirmed to be within print specification. The above findings are consistent with torsional overload.

Event description:
It was reported that the driver tip broke off in the screw head during placement of the bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.